Manufacturer narrative:
Continued: e.1. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture", "swelling of the soft tissues of the gland", "violation of the integrity of the implant capsule" and "seroma". Later healthcare professional reported "pain sensations, implant rupture was not detected intraoperatively". This record is for the left side. Device has been explanted. Patient was prescribed antibiotic therapy and anti-inflammatory therapy.